Manufacturer narrative:
Patient information is not available for reporting. Device broke intra-operatively; device is no implanted or explanted. Reporter¿s first name and phone number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the tip of the threaded guide wire for cannulated screw broke off during open reduction internal fixation (orif) of the ankle and the guide wire left in the bone. There was patient consequence. There was no surgical delay reported. Patient outcome is unknown. This report is for one (1) 1.25mm threaded guide wire 150mm. This is report 1 of 1 for complaint (B)(4).